Manufacturer narrative:
The returned autopulse platform was evaluated. The customer reported complaint could not be confirmed during the functional testing and based on the archive data review. The platform functioned as intended. The probable root cause for the customer reported complaint could be related to the autopulse li-ion batteries with serial numbers (B)(4) and (B)(4). Upon visual inspection, no physical damage was observed. During functional testing, the autopulse platform was tested with the two returned autopulse li-ion batteries ((B)(4) and (B)(4)), and the platform displayed "replace battery" error messages. The platform was tested with a good known autopulse li-ion battery, and the platform performed compressions without any error or fault. Upon further testing of the autopulse platform, it was observed that the brake gap was out of specification, unrelated to the reported complaint. The brake gap was adjusted within the specification to remedy the issue. A review of the autopulse platform archive was performed, and the archive data showed over 20 minutes of use before the platform displayed "replace battery" error message. In addition, the archive data showed multiple "battery lost" messages occurred on 10/20/2019 with batteries serial numbers 34677 and 34728. Based on the platform archive data, the failure was likely caused by the autopulse li-ion batteries ((B)(4) and (B)(4)). Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During patient use, the autopulse li-ion battery with serial number sn: (B)(4) was inserted into the autopulse platform (sn: (B)(4)) to perform compressions. However, after performing compressions for 10 minutes, the platform stopped compressions and displayed "replace battery" message. The battery was replaced with the second autopulse li-ion battery (sn: (B)(4)). Per customer, the second battery had no charge prior to using it in the autopulse platform. The therapy was interrupted after 2 minutes with the platform displaying "low battery" error. No known impact or consequence to patient was reported. Please see the following related MFR reports: MFR # 3010617000-2019-01122 for the autopulse li-ion battery sn: (B)(4). MFR # 3010617000-2019-01124 for the autopulse li-ion battery sn: (B)(4).

Manufacturer narrative:
The returned autopulse platform was evaluated. The customer reported complaint could not be confirmed during the functional testing and based on the archive data review. The platform worked as intended. Upon visual inspection, no physical damage was observed. During functional testing, the autopulse platform was tested with the two returned autopulse li-ion batteries (B)(4), and (B)(4)the platform performed compressions for over 20 minutes and displayed "replace battery" error message. The platform was tested with a good known autopulse li-ion battery, and the platform performed compressions without any error or fault. Upon further testing of the autopulse platform, it was observed that the brake gap was out of specification, unrelated to the reported complaint. The brake gap was adjusted within the specification to remedy the issue. A review of the autopulse platform archive was performed, and the archive data showed that the battery with sn (B)(4) held over 20 minutes and the load became very high (max load sum exceeded 735 lbs.) Due to patient's stiff chest. The second battery with sn 34728 was inserted in to the platform and the battery was almost empty at the time of use. The platform performed compressions for 1 to 2 minutes and displayed user advisory (ua) 01 (low battery warning) message. In addition, the archive data showed multiple "battery lost" messages occurred on the reported complaint date with batteries serial numbers (B)(4) and (B)(4). Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During patient use, the autopulse li-ion battery with serial number sn: 34677 was inserted into the autopulse platform (sn: (B)(4) to perform compressions. However, after performing compressions for 10 minutes, the platform stopped compressions and displayed "replace battery" message. The battery was replaced with the second autopulse li-ion battery (sn: (B)(4). Per customer, the second battery had little charge prior to using it in the autopulse platform. The therapy was interrupted after 2 minutes with the platform displaying "low battery" error. No known impact or consequence to patient was reported. Please see the following related MFR reports: MFR # (B)(4) for the autopulse li-ion battery sn: (B)(4). MFR # (B)(4) for the autopulse li-ion battery sn: (B)(4).